Event description:
It was reported that during a wedge resection procedure, the staples were unformed at the first and second firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.